Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. (B)(4).

Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads dislodged and were repositioned multiple times. The rv lead had pulled back per x-ray and there was no capture and no sensing, and the patient experienced diaphragmatic stimulation. It was noted that the patient was non-compliant with arm restrictions post implant. The system was removed and not replaced and the patient will continue to be monitored. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.